Manufacturer narrative:
Product event summary- the lead was returned in segments and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was reported that during a normal device change-out for elective replacement indicator (eri), upon dissection down to leads, the superior vena cava (svc) coil pulled completely free of the yoke, completely detaching from the rest of the lead. It was also reported that the svc coil exhibited high impedance continuously and there was a confirmed lead fracture. The svc portion of the lead was removed. The rest of the lead tested normal electricity and will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead (B)(6) 2006; 1056t lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.